Manufacturer narrative:
The reported complaint was discovered when the user facility's biomedical technician (bmet) was charging the unit. He replaced the power supply. The suspect parts will be returned to the manufacturer for evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the power supply failed. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed there to be no direct current (dc) voltage output from the power supply. The power supply was attached to a power supply test fixture, 110 volts alternating current (ac) were applied and the measured output of the power supply measured zero, when 24 volts should have been the output. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.